Event description:
It was reported that there was a possible catheter leak, thus the catheter was replaced on (B)(6) 2013. The patient developed a collection of fluid directly underneath the back incision. The patient stated she had a back procedure done and since then, developed the collection of fluid in the back along with loss of pain relief. The patient was reported to be getting less than 50% therapy relief. The pump device was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a manufacturing representative was present at the patient's surgery and dye study in 2014. The patient had many surgeries to find out what was wrong with the pump. The last time the patient had a dye test, the healthcare provider (hcp) thought the pump was leaking. The patient also noted having surgery in the past because the catheter was out of the spine. The patient had a big lump on her back on the spine. The catheter was replaced. The patient was given a pain shot to calm her down before the surgery. The drug information at the time of this event was unknown. It was then noted the pump contained baclofen and dilaudid.

Event description:
Additional information was received on 25-apr-2017 from the patient and it was reported that anytime she had surgeries, she was put into the ICU (intensive care unit) because her blood pressure goes so low and because the hcp is afraid the patient is going to overdose or something. No further patient complications have been reported as a result of this event.